Event description:
Hpsr contacted quality assurance to report a home patient's nurse reported a patient found a hole in the patient line of the homechoice cassette during therapy. When the home patient connected their transfer set to the patient line of the homechoice cassette and pressed 'go' to start therapy, solution sprayed everywhere. The home patient went to the emergency department and received prophylactic antibiotics. No patient injury was was associated with this incident per the home patient's nurse.